Manufacturer narrative:
Upon receipt of the customer complaint, kdl performed investigations including retained sample test and process review.

Event description:
Customer reported that the sterile needle has pierced through the protective cap. Please investigate.